Manufacturer narrative:
The customer¿s report that the tubing separated from below the lower fitment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was noted that the tubing from the set was completely separated from the lower fitment. Visual inspection under magnification indicated that there was no bonding solvent remnants in the lower fitment component. No functional testing was performed due to the set being returned already separated and because the portion of the tubing under the lower fitment not being returned. The root cause of the separated tubing from below the lower fitment is due to insufficient solvent.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the tubing separated from below the lower fitment while in use on a patient. There was no report of patient harm.